Event description:
A customer contacted baxter's technical service center regarding low drain volume alarm that displayed on the patient's homechoice (hc) machine during initial drain. During troubleshooting the alarm the home patient (hp) reported air in the patient line. The technical service representative assisted hp with ending therapy early and advised hp to contact dialysis center. Product surveillance followed up with the nurse who stated no issues were reported and the patient was doing fine with therapy. Cause of air in the patient line was undetermined. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. If additional information becomes available, then a follow up MDR will be submitted.